Manufacturer narrative:
Issue identified during product analysis h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that after the customer replaced the mix accumulator release valve this 980 ventilator it was heard that pressure was releasing from the back of the ventilator when air or oxygen (o2) were connected to the ventilator. The ventilator then did not pass leak test portion of the extended self test (est) with an "unable to establish accumulator pressure" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found one of the mix proportional solenoids (psol) had a leak and replaced it. Sp also reseated all printed circuit board assemblies (pcba)s and connections. Sp performed additional troubleshooting as the ventilator had issues with battery charging, establishing and reading flow and a white screen. As a result, sp also replaced the breath delivery (bd) power controller/distribution pcb a assembly and the graphical user interface (gui) assembly. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The gui assembly was not returned to medtronic. One mix psol was returned to medtronic for analysis. Visual inspection observed foreign object in the mix psol holding the air pathway open. The mix psol was attached to the failure investigation test ventilator for analysis. The ventilator was powered up with a large leak in the system. Analysis determined returned mix psol was faulty. One bd power controller/distribution pcba assembly was returned to medtronic for analysis, disassembled and tested separately. The bd power distribution pcba portion of the assembly was visually inspected and functionally tested with no malfunction or product deficiency observed. Visual inspection of the bd power controller pcba portion of the assembly showed no anomalies. The bd power controller pcba was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and failed est. Further analysis revealed an integrated circuit (u5) on the bd power controller pcba was faulty. A faulty u5 which could lead to loss of ventilation (lov) if the failure occurred while in use on a patient. The cause of the reported gas releasing noise and the leak test failure was isolated to faulty mix psol. The additional battery and flow related issues, identified by the sp, were isolated to faulty u5 on bd power controller pcba. The cause of the white screen, identified by the sp, was isolated in the field to a potential fault in gui assembly. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the customer replaced the mix accumulator release valve this 980 ventilator it was heard that pressure was releasing from the back of the ventilator when air or oxygen (o2) were connected to the ventilator. The ventilator then did not pass leak test portion of the extended self test (est) with an "unable to establish accumulator pressure" message. The ventilator was not in use on a patient at the time of the reported event.